Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative reported that the din rail fuses were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system would not power on and that no lights on the unit were illuminated. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: patient age provided. Patient sex provided. Additional procedure information received. Correction: initial reporter updated to proper value.

Event description:
The imaging system was brought into the or, and when the site attempted to turn on the system the issue was discovered. The patient was already asleep and the spine was exposed. The site completed the case with a different imaging system without navigation. There was a delay to the procedure of 30-45 minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacturer date provided. Correction: unique device identification (UDI) updated to proper value.